Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic complaining of dizziness, tiredness, weakness and falls. The atrial lead exhibited a loss of capture. A chest x-ray revealed no anomalies and confirmed that the lead was not dislodged. The patient would be monitored.